Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and perforation ('organ perforation') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant past personal history. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2018, the patient experienced allergy to metals ("allergic reaction, nickel sensitisation"), 10 years 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), genital haemorrhage ("excessive bleeding"), swelling ("swelling"), fibromyalgia ("fibromyalgia"), dyspepsia ("chronic digestive disorders"), depression ("depression"), fatigue ("chronic fatigue"), menopause ("5 years of premenopause"), arthralgia ("hip pain"), headache ("headaches"), nausea ("nausea"), oropharyngeal pain ("sore throat") and dyspnoea ("dyspnea"). The patient was treated with surgery (bilateral salpingectomy on both uterine tubes with removal of both essure devices on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, perforation, genital haemorrhage, allergy to metals, swelling, fibromyalgia, dyspepsia, depression, fatigue, menopause, arthralgia, headache, nausea, oropharyngeal pain and dyspnoea outcome was unknown. The reporter considered allergy to metals, arthralgia, depression, dyspepsia, dyspnoea, fatigue, fibromyalgia, genital haemorrhage, headache, menopause, nausea, oropharyngeal pain, pelvic pain, perforation and swelling to be related to essure. The reporter commented: after the insertion of the essure device the patient started presenting multiple symptoms, including organ perforation among others. Essure was removed on patient's request. After the removal of the device, client suffered organ mutilations since her fallopian tubes were removed, which led her to suffer the symptoms mentioned earlier. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test: on (B)(6) 2018: nickel sensitisation. Hysteroscopy: on (B)(6) 2008: essure device is placed on each fallopian tube. Pathology test: on (B)(6) 2019: bilateral salpingectomy on both uterine: no essure fragments are found in the uterine horns. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and perforation ('organ perforation') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant past personal history. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2018, the patient experienced allergy to metals ("allergic reaction, nickel sensitisation"), 10 years 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), genital hemorrhage ("excessive bleeding"), swelling ("swelling"), fibromyalgia ("fibromyalgia"), dyspepsia ("chronic digestive disorders"), depression ("depression"), fatigue ("chronic fatigue"), menopausal symptoms ("5 years of premenopause"), arthralgia ("hip pain"), headache ("headaches"), nausea ("nausea"), oropharyngeal pain ("sore throat") and dyspnoea ("dyspnea"). The patient was treated with surgery (bilateral salpingectomy on both uterine tubes with removal of both essure devices on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, perforation, genital hemorrhage, allergy to metals, swelling, fibromyalgia, dyspepsia, depression, fatigue, menopausal symptoms, arthralgia, headache, nausea, oropharyngeal pain and dyspnoea outcome was unknown. The reporter considered allergy to metals, arthralgia, depression, dyspepsia, dyspnoea, fatigue, fibromyalgia, genital hemorrhage, headache, menopausal symptoms, nausea, oropharyngeal pain, pelvic pain, perforation and swelling to be related to essure. The reporter commented: after the insertion of the essure device the patient started presenting multiple symptoms, including organ perforation among others. Essure was removed on patient's request. After the removal of the device, client suffered organ mutilations since her fallopian tubes were removed, which led her to suffer the symptoms mentioned earlier. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2018: nickel sensitisation. Hysteroscopy - on (B)(6) 2008: essure device is placed on each fallopian tube. Pathology test - on (B)(6) 2019: bilateral salpingectomy on both uterine: no essure fragments are found in the uterine horns. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and perforation ('organ perforation') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant past personal history. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2018, the patient experienced allergy to metals ("allergic reaction, nickel sensitisation"), 10 years 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), genital haemorrhage ("excessive bleeding"), swelling ("swelling"), fibromyalgia ("fibromyalgia"), dyspepsia ("chronic digestive disorders"), depression ("depression"), fatigue ("chronic fatigue"), menopausal symptoms ("5 years of premenopause"), arthralgia ("hip pain"), headache ("headaches"), nausea ("nausea"), oropharyngeal pain ("sore throat") and dyspnoea ("dyspnea"). The patient was treated with surgery (bilateral salpingectomy on both uterine tubes with removal of both essure devices on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, perforation, genital haemorrhage, allergy to metals, swelling, fibromyalgia, dyspepsia, depression, fatigue, menopausal symptoms, arthralgia, headache, nausea, oropharyngeal pain and dyspnoea outcome was unknown. The reporter considered allergy to metals, arthralgia, depression, dyspepsia, dyspnoea, fatigue, fibromyalgia, genital haemorrhage, headache, menopausal symptoms, nausea, oropharyngeal pain, pelvic pain, perforation and swelling to be related to essure. The reporter commented: after the insertion of the essure device the patient started presenting multiple symptoms, including organ perforation among others. Essure was removed on patient's request. After the removal of the device, client suffered organ mutilations since her fallopian tubes were removed, which led her to suffer the symptoms mentioned earlier. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2018: nickel sensitisation. Hysteroscopy - on (B)(6) 2008: essure device is placed on each fallopian tube. Pathology test - on (B)(6) 2019: bilateral salpingectomy on both uterine: no essure fragments are found in the uterine horns. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: final report ticked. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain"), perforation ("organ perforation") and device breakage (""metal density structures are identified adjacent to the uterine body that may correspond to the essure device") in a 47 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of elective abortion, spontaneous abortion, parity 2, multigravida, constipation, fibromyalgia, fatigue, fibromyalgia, umbilical hernia and thyroidectomy. No relevant past personal history. The patient had a family history of lung cancer. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2018, 3901 days after essure insertion, she experienced allergy to metals ("allergic reaction, nickel sensitisation"). On (B)(6) 2020 she experienced abdominal pain ("abdominal pain") and amenorrhoea ("amenorrhoea"). An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), perforation (seriousness criterion medically important), device breakage (seriousness criterion intervention required), genital haemorrhage ("excessive bleeding"), swelling ("swelling"), fibromyalgia ("fibromyalgia"), dyspepsia ("chronic digestive disorders"), depression ("depression"), fatigue ("chronic fatigue"), menopausal symptoms ("5 years of premenopause"), arthralgia ("hip pain"), headache ("headaches"), nausea ("nausea"), oropharyngeal pain ("sore throat"), dyspnoea ("dyspnea"), oesophagitis ("esophagitis"), gastritis ("gastritis"), hiatus hernia ("hiatal hernia"), spinal stenosis ("moderate stenosis of the medullary canal"), eye pruritus ("itchy eyes") and pollakiuria ("pollakiuria"). The patient was treated with zolpidem, levothyroxine, pantoprazole, diazepam, tramadol and nolotil [metamizole magnesium] as well as surgery (bilateral salpingectomy on both uterine tubes with removal of both essure devices on (B)(6) 2019 and hysteroctomy). At the time of the report, the outcomes for pelvic pain, perforation, device breakage, genital haemorrhage, allergy to metals, swelling, fibromyalgia, dyspepsia, depression, fatigue, menopausal symptoms, arthralgia, headache, nausea, oropharyngeal pain, dyspnoea, spinal stenosis, abdominal pain and amenorrhoea were unknown. The reporter considered abdominal pain, allergy to metals, amenorrhoea, arthralgia, depression, device breakage, dyspepsia, dyspnoea, eye pruritus, fatigue, fibromyalgia, gastritis, genital haemorrhage, headache, hiatus hernia, menopausal symptoms, nausea, oesophagitis, oropharyngeal pain, pelvic pain, perforation, pollakiuria, spinal stenosis and swelling to be related to essure administration. The reporter commented: after the insertion of the essure device the patient started presenting multiple symptoms, including organ perforation among others. Essure was removed on patient's request. After the removal of the device, client suffered organ mutilations since her fallopian tubes were removed, which led her to suffer the symptoms mentioned earlier she comes for consultation due to chronic pelvic pain, which has worsened in the last 10 months. After an examination, a preoperative examination is again requested for laparoscopic hysterectomy with radioscopic control. She is informed of the risks and benefits. A new cross-consultation is scheduled for her to be included on the surgical waiting list. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2018: nickel sensitisation [hysteroscopy] on (B)(6) 2008: essure device is placed on each fallopian tube [pathology test] on (B)(6) 2019: bilateral salpingectomy on both uterine: no essure fragments are found in the uterine horns intervention protocol position: lloyd-davies access route: hasson in umbilical port. No. 5 trocars of in suprapubic ports, left iliac fossa and right iliac fossa. Findings: lax adhesion of omentum to anterior wall. Uterus and tubes of normal morphology. Essures normally positioned in uterine tubes. Ovaries normal. Rest of pelvis and abdomen without pathological findings [ultrasound scan] (date unknown): some metal density structures are identified in a location adjacent to the uterine body, which may correspond to the essure device. There is another non-specific. Linear density in front of the right device. The rest of the findings are not significant [x-ray of pelvis and hip] (date unknown): two spots of calcium density observed at the pelvic level quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain"), perforation ("organ perforation") and device breakage (""metal density structures are identified adjacent to the uterine body that may correspond to the essure device") in a 47 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of elective abortion, spontaneous abortion, parity 2, multigravida, constipation, fibromyalgia, fatigue, fibromyalgia, umbilical hernia and thyroidectomy. No relevant past personal history. The patient had a family history of lung cancer. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2018, 3901 days after essure insertion, she experienced allergy to metals ("allergic reaction, nickel sensitisation"). On 26-aug-2020 she experienced abdominal pain ("abdominal pain") and amenorrhoea ("amenorrhoea"). An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), perforation (seriousness criterion medically important), device breakage (seriousness criterion intervention required), genital haemorrhage ("excessive bleeding"), swelling ("swelling"), fibromyalgia ("fibromyalgia"), dyspepsia ("chronic digestive disorders"), depression ("depression"), fatigue ("chronic fatigue"), menopausal symptoms ("5 years of premenopause"), arthralgia ("hip pain"), headache ("headaches"), nausea ("nausea"), oropharyngeal pain ("sore throat"), dyspnoea ("dyspnea"), oesophagitis ("esophagitis"), gastritis ("gastritis"), hiatus hernia ("hiatal hernia"), stenosis ("moderate stenosis of the medullary canal"), eye pruritus ("itchy eyes") and pollakiuria ("pollakiuria"). The patient was treated with zolpidem, levothyroxine, pantoprazole, diazepam, tramadol and nolotil [metamizole magnesium] as well as surgery (bilateral salpingectomy on both uterine tubes with removal of both essure devices on (B)(6) 2019 and hysteroctomy). At the time of the report, the outcomes for pelvic pain, perforation, device breakage, genital haemorrhage, allergy to metals, swelling, fibromyalgia, dyspepsia, depression, fatigue, menopausal symptoms, arthralgia, headache, nausea, oropharyngeal pain, dyspnoea, stenosis, abdominal pain and amenorrhoea were unknown. The reporter considered abdominal pain, allergy to metals, amenorrhoea, arthralgia, depression, device breakage, dyspepsia, dyspnoea, eye pruritus, fatigue, fibromyalgia, gastritis, genital haemorrhage, headache, hiatus hernia, menopausal symptoms, nausea, oesophagitis, oropharyngeal pain, pelvic pain, perforation, pollakiuria, stenosis and swelling to be related to essure administration. The reporter commented: after the insertion of the essure device the patient started presenting multiple symptoms, including organ perforation among others. Essure was removed on patient's request. After the removal of the device, client suffered organ mutilations since her fallopian tubes were removed, which led her to suffer the symptoms mentioned earlier she comes for consultation due to chronic pelvic pain, which has worsened in the last 10 months. After an examination, a preoperative examination is again requested for laparoscopic hysterectomy with radioscopic control. She is informed of the risks and benefits. A new cross-consultation is scheduled for her to be included on the surgical waiting list. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2018: nickel sensitisation [hysteroscopy] on (B)(6) 2008: essure device is placed on each fallopian tube [pathology test] on (B)(6) 2019: bilateral salpingectomy on both uterine: no essure fragments are found in the uterine horns. Intervention protocol position: lloyd-davies access route: hasson in umbilical port. No. 5 trocars of in suprapubic ports, left iliac fossa and right iliac fossa. Findings: lax adhesion of omentum to anterior wall. Uterus and tubes of normal morphology. Essures normally positioned in uterine tubes. Ovaries normal. Rest of pelvis and abdomen without pathological findings. [Ultrasound scan] (date unknown): some metal density structures are identified in a location adjacent to the uterine body, which may correspond to the essure device. There is another non-specific. Linear density in front of the right device. The rest of the findings are not significant. [X-ray of pelvis and hip] (date unknown): two spots of calcium density observed at the pelvic level. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 02-may-2023: events device breakage, gastritis, hernia, stenosis, abdominal pain , amenorrhea, eye itching pollakiuria were added. Medical history , treatment drugs added. Lab data, updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.